Manufacturer narrative:
(B)(4) batch #: unk. Date of event was 2021. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: was there any patient consequence? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after the stapler was fired with a blue reload, the doctor was unable to open the jaws of the device. The stapler remained locked out after utilizing the knife reverse switch and manual override. The doctor then used a kelly forceps to open the jaws enough to remove the tissue from between the anvil and cartridge channel. The knife blade transected and laid staples along the tissue. No other information is available and patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 3/16/2021. D4: batch # u5dw3c. H6: component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards, with the closure trigger in open position and the anvil closed. With the knife in advance position. And with one gst60b reload loaded in the device. The reload was received partially fired 2/3, with the reload deck damaged, the manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage., the partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Additional information was requested, and the following was obtained: response from sales rep.: 1. Could you please clarify if there were any patient consequences? Unknown. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown.